Manufacturer narrative:
The devices were returned for review. The x-rays submitted display multiple procedures that had been performed on the knee prior to the sigma tc3, including an antibiotic spacer. The m/l view including the antibiotic spacer shows a darker area at the distal femur which may indicate lower bone density in this area. The image shown sequentially after the antibiotic spacer includes the tc3 femoral implant. This image shows a lateral joint space gap that is much greater than the medial joint space, which may indicate lateral soft tissue laxity. Dates for individual images are not provided, so actual surgical sequence cannot be confirmed with these images. The patient may have a bmi higher than typical. No information such as operative notes has been provided which confirms that the stem bolt was assembled to the femur per the surgical technique. The returned femoral component displays burnishing on the superior face of the box, which may have been a result of motion with respect to the modular intramedullary stem. As returned, the cement which remained attached to the femoral component shows very little ¿impression¿ of cortical bone. Amount of bone cement attached to femur on superior surfaces on both sides of femoral box may indicate significant distal femoral bone loss. The last four x-ray images in the sequence show indication that the stem has loosened from the femoral component and that the stem bolt and stem collar are loose in the joint. The cause of the stem loosening from the femur cannot be definitively determined. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision of tc3 knee replacement due to feeling of instability in knee and presentation of loose stem bolt in joint sapce on xray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.